Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified posterior descending artery of right coronary artery (rca). A 32 x 2.50 promus premier¿ stent was advanced but it was unable to cross the lesion. An unspecified support wire was added but still the stent was unable to cross the lesion. The physician removed the stent and found that the distal part of the stent was lifted. The device was disposed at the hospital since it was an emergency case and a test for infection was untested. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).